Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 545 mg/dl. The cause of the high bg was unknown. Reportedly, the customer required assistance administering a manual injection to address bg level. Recommendation was made to discuss diabetes management with a health care professional.